Manufacturer narrative:
This report is submitted on january, 2022.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. There was a skin revision, and the abutment was removed under a general anaesthetic on (B)(6) 2021. The implant remains in-situ.